Manufacturer narrative:
Note: the same patient was reported in manufacturers report number 1415939-2017-00214 for the additional likely cause lot number and analyzer serial number. This report is being filed on an international product, architect ca19-9 list 02k91-32 that has a similar product distributed in the us, list number 02k91-29 and 02k91-33 which is manufactured in (B)(4), USA.

Event description:
The customer observed falsely elevated ca19-9 result on the architect i2000sr analyzer. The following data was provided for these patients with an unknown diagnosis (u/ml):specimen 1 initial test: 688.18 retest: 1144.6 on isr (B)(4) retest 2: 1092 retest 3: 961 on isr (B)(4) specimen 2 initial test: 495 retest: 857 on isr (B)(4) retest 2: 750 retest 3: 776 on isr (B)(4) specimen 3 initial test: 501 retest: 946 on isr (B)(4) retest 2: 644 retest 3: 686 on isr (B)(4) specimen 4 initial test: 148 retest: 12.5 on isr (B)(4) retest 2: 9.92 retest 3: 12.6 on isr (B)(4). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
List and lot updated on 15december2017 from 2k91-32 to 2k91-39 lot unknown to 74005m800. An evaluation is still in process. A follow up will be submitted when the evaluation is complete.